Event description:
Healthcare professional reported "bilateral exchange from textured to smooth implants due to the patient's concern with the product'. Patient representative reported "fear, grief, anxiety, bia-alcl, infection, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, capsular contracture grade unknown, mental anguish and fear due to fear recurrence, and mental pain and suffering." Also reported "scarring, disfigurement, hospitalization, cancer treatments, disability, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity, plaintiff suffers, and continues to suffer, from permanent physical injury, mental and emotional suffering, apprehension, permanent scarring, and financial loss" which is not related to the device. Device has been explanted. This record is for the left side. Histopathological markers have not been provided.

Manufacturer narrative:
Device was removed prior to the diagnosis and report of bia-alcl. No histopathological makers have been provided. Date of alcl diagnoses: (B)(6) 2022. Continued h.6 health effect clinical code: e2303 capsular contracture. Continued h.6 health effect impact code: f2201 biopsy. Additional reporter: attorney (B)(6). (B)(6). Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe as it is a medical event not related to the device. Varied injuries ¿ ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Skin rash/dermatitis: unable to observe as it is a medical event not related to the device. Other-medical ¿ ndr: not applicable as the event is not related to the device. Lymphoma - alcl ¿ suspected: unable to observe as it is a medical event not related to the device. Infection (unknown onset): unable to observe as it is a medical event not related to the device. Additional observations: red particles observed on the surface of the shell. One opening observed on posterior side assessed as surgical impact opening. Stress marks observed. Wear abrasion observed. Creases were observed. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. The event of capsular contracture, lymphoma-alcl-suspected, seroma, infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: ¿exchange from textured to smooth implants due to the patient's concern with the product.¿

Event description:
Healthcare professional reported "bilateral exchange from textured to smooth implants due to the patient's concern with the product'. Patient representative reported "fear, grief, anxiety, bia-alcl, infection, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, capsular contracture grade unknown, mental anguish and fear due to fear recurrence, and mental pain and suffering." Also reported "scarring, disfigurement, hospitalization, cancer treatments, disability, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity, plaintiff suffers, and continues to suffer, from permanent physical injury, mental and emotional suffering, apprehension, permanent scarring, and financial loss" which is not related to the device. Device has been explanted. This record is for the left side. Histopathological markers have not been provided.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run (B)(4). However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is (B)(4). During the trend review of all gel infection complaints for the period of may 2021 through apr 2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.